Event description:
The customer reported that following a diagnostic catheterization, a vasoseal vhd #3 was deployed without difficulty. After manual compression, staff was unable to obtain a good pulse. The dr was notified and vascular studies were ordered which revealed part of the collagen plug inside the artery. Following this discovery, the pt underwent surgery to remove the plug. The pt recovered from surgery and was discharged home. No further complications were reported.